Event description:
Upon review of a transfer set sample for a non-reportable issue, baxter's failure analysis lab noted that the returned transfer set had broken occluder feet. No patient injury or medical intervention was reported at the time of the initial report per baxter affiliate.